Event description:
The surgeon went to use the disposable graspers and the product failed to work. The handles of the instrument would not open. The instrument was removed from the field. No injury was noted to the patient.